Event description:
When doing follow up noticed the atrial lead dislodged. The atrial lead appeared to be wrapped around the rv lead at implant and they think that the waving of the rv lead caused the atrial lead to dislodge. They did a lead revision and everything appears to be good now. There was no adverse patient response.